Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. As part of our continuous process improvement plan, a random sampling strategy was reinforced for 27 identified batch numbers of syringe in bulk sterile, and the final product inspection was upgraded. The inspection involved 500 samples per lot (total 13,500 pcs) and confirmed full compliance with product specifications, with no cracked syringes detected. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported during the procedure, two syringes cracked while the doctor was injecting saline during thermodilution measurements. Unfortunately, I am writing to confirm there are no photos/ videos or unused samples available, and customer did not keep defect sample.